Event description:
It was reported that the tubing of a one link access IV set split ¿from middle to end,¿ leading to a leak. This occurred during power injection of IV contrast at 300 psi for a computerized tomography (CT) scan. The reporter stated that some leaking was noted prior to patient use, and that the split occurred ¿while trying to tighten off the leak.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A visual inspection was performed and identified a burst in the tubing. A clear passage test was performed with satisfactory results. An underwater pressure test was performed and identified a leak from the tubing. The use of a power injector set to 300 psi was reported and is a known cause of this issue. A labeling review was performed and found that there was no statement approving product code 7n8378 for use with a power injector. The cause of the burst tubing was determined to be unapproved use of the device with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.